Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although specific value not provided. Cause was not known. A correction injection via manual dose injection was delivered to address bg. The customer reverted to an alternate method of insulin therapy.